Event description:
The customer reported the system was arcing and stopped fluoroing, lockup. This resulted in a loss of image functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The high voltage cable was cleaned and regreased during the service call. The system was tested and found to be working as intended and put back into service.